Event description:
Surgeon requested stapler for pancreatectomy. Assistant surgeon used the device and noted that not all staples deployed properly. Patient experienced excess bleeding which was controlled.